Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a faulty screen was confirmed. The root cause was attributed to a distorted main display. The user interface module liquid crystal display was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a faulty screen. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.